Event description:
It was reported intermittently the system generated x-ray without command. This was attributed to a malfunctioned footswitch. Per the customer, there was no pt involvement associated with the malfunction. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.